Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume folfusor broke, resulting in leakage. The issue was further described as, "during assembly they heard click noise and fluid flown out." This occurred during the setup process. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date ¿ the lot was manufactured between august 7-8, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it only showed the folfusor device contained inside a bag with a drug label affixed over the body of the device. The reported leak could not be confirmed or refuted. The location of the leak or the cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the bladder had ruptured. When the bladder ruptures, fluid could leak inside the bottle. The ruptured bladder was examined for the signs of abnormality, and there were no signs of abnormality observed on the external and internal surfaces of the bladder, the rupture line and stressmember. The reported condition was verified. The cause of the reported condition was a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.